Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. There was placement difficulty with the lead not staying in place during repositioning. High and unstable threshold was also observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.